Event description:
A surgeon reported while pressing the footswitch in cortex mode, the setting was accidentally changed to coag mode by the scrub tech. As a result, the anterior chamber flattened. The customer tried switching back to cortex mode but could not because the footswitch was still depressed. Add'l info has been requested.

Manufacturer narrative:
The customer reported although the physician was pressing the footswitch, the scrub tech changed modes from cortex to coag by pressing the touchscreen by mistake. The surgeon has expressed dissatisfaction because the mode was able to be switched while the footswitch was engaged. No service was requested. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).